Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was stuck and triggered multiple button alarms. The customer's blood glucose level was 206 mg/dl. Reportedly, the customer will use manual injections to continue insulin therapy.